Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer stated that the alarm occurred everyday and even with different infusion sets. The customer explained that the alarm occurred when bolusing. The customer's blood glucose was unknown. The customer confirmed that the tubing of the infusion set was not bent or kinked. The customer was advised to monitor the insulin pump and call back if the problems persisted. The customer had not tried all the remedies for the no delivery alarm. The customer was advised that sample infusion sets would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.